Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced shocking sensation and pocket site issues. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was kept by the medical facility.